Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not calibrate and also experienced high blood glucose level of 447 mg/dl. Customer¿s current blood glucose was 447 mg/dl. The customer declined to any further troubleshoot. The product was not returned for analysis.